Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the past two months the customer experienced elevated blood glucose (bg) levels when the pump battery level reached 30-50%. The customer's bg level was over 400 (mg/dl) with high levels of ketones. Manual injections were administered to address bg level. Tandem technical support advised the contact that the battery level should not affect the customer's blood glucose level. The contact stated the battery charge level is still the cause of the customer's elevated bg levels. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.